Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00089. (B)(6). The device was manufactured may 13 - 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device had been filled with 40 mg doxorubicin and 0.8mg vincristine in 108ml of an unspecified diluent. At the end of the expected therapy time of 48 hours, there was a "substantial" amount of drug left in the device. The reporter stated that approximately 1/4 to 1/3 of the solution had been administered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.